Event description:
It was reported by a physician stating the white feeding port cover on the gastric port detached within two and one half weeks of initial insertion. The pt pressed the component back into the device. It would stay intact for a day or two and it would eventually detach. The frequency of detachment increased and the enteral feeding tube was removed and replaced by a physician. The port was being used for medication and decompression. No pt injury was reported.

Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is in progress. Upon completion of the sample eval and investigation a follow up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).